Event description:
Reported via patient call center. It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30 mm watchman laa closure device and delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The imaging showed that there was a 5 mm leak present. The patient remained on their eliquis medication in response to this event. Five (5) years post procedure the patient underwent a procedure to plug the leak. The procedure was unsuccessful as the coils could not be placed. The patient remains on their eliquis medication. There were no other complications that were reported to have occurred.